Event description:
It was further reported that the lead exhibited noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6944 lead implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high impedances, a loss of capture at maximum outputs, and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.